Manufacturer narrative:
Outcome attributed to adverse event.

Event description:
A (B)(6) customer received blood glucose readings ranging from 2.2 - 15.0mmol/l from 6:00am to noon on his contour next link. He experienced symptoms of dizziness and was not able to respond to his wife. She gave him some sugar and took him to the hospital. The customer received an insulin drip from (B)(6) until he was discharged on the (B)(6). He could not recall if he received any other medication. The customer refused offer to replace products. Strip information was not provided.